Manufacturer narrative:
Pump received with stripped battery cap coin slot (p), broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 4.6 mmol/l. The customer reported that they were trying to change out the battery and the cap was stripping and she cannot open it up. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump if the battery was low and monitor the insulin pump closely if they continue use of the insulin pump. The insulin pump will be returned for analysis.